Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The earliest power data available per the power management tool/detail trace file is on 10/23/2025 at 7:33:58 pm. There was no power data available for the event date 9/10/2025. Unable to check power data for failed batt/battery failed alarm however, the power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range using the existing historical data. No unexpected battery failed alarms noted during testing and a review of the history files reveals on 10/26/2025 at 11:23 the pump alarmed battery failed. The pump was cut open for a visual inspection. No evidence of damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, minor scratched lcd display window, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. No damage on the belt clip rails noted. Failed batt test (battery failed) alarm is not confirmed. Minor scratched lcd display window is confirmed. Damage on the belt clip rails is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic indention on the screen and the belt clip was loose. The customer also reported that the insulin pump rejected batteries. The customer reported no adverse event. The event involved product(s) acc-1601, mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for acc-1601. No product return is required for mmt-1884l.